Event description:
It was reported the pt has lost weight since the implant and the ipg site has become uncomfortable. His belt is over the ipg and when he sits the ipg area is painful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.